Event description:
It was reported that the pt presented to the clinic for follow up. Upon interrogation the pulse generator displayed an error message informing the user that the data could not be read. The device was explanted on (B)(6) 2012 due to normal eri.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.